Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted implantable cardiac monitor (icm) failed to sense the r-wave amplitude and showing error message on the programmer. The icm was not installed and the procedure was completed using an alternate icm on 07 feb 2023. The patient's condition was stable.